Event description:
Attorney reported: the patient was implanted with a non-recalled composix kugel mesh patch. The mesh patch was explanted. It was noted in the explant operative report that the mesh had torn and migrated, causing a recurrent herniation, causing severe injuries. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.